Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
On 16/dec/2025, fresenius became aware this patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] utilizing a liberty select cycler and liberty cycler set for renal replacement therapy (rrt) was hospitalized due to peritonitis. Follow-up with the patient revealed that she went to the emergency room on (B)(6) 2025 with complaints of abdominal pain. A peritoneal effluent fluid culture and cell count were collected, and the patient was formally admitted. The patient was diagnosed with peritonitis and was treated with intraperitoneal (ip) antibiotics (drugs, dosages, frequencies, durations not provided). The patient¿s peritoneal effluent culture result returned negative for growth; however, the patient¿s antibiotics were continued due to her abdominal pain. The patient was discharged on (B)(6) 2025 and is recovering from the serious adverse events. The patient stated she continued undergoing ccpd while hospitalized and resumed ccpd therapy at home utilizing the same liberty select cycler without any issues. The patient stated the cause of the peritonitis is unknown. Per the patient, she did not experience any fresenius product(s) and/or device(s) deficiency or malfunction.

Event description:
On 16/dec/2025, fresenius became aware this patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] utilizing a liberty select cycler and liberty cycler set for renal replacement therapy (rrt) was hospitalized due to peritonitis. Follow-up with the patient revealed that she went to the emergency room on (B)(6) 2025 with complaints of abdominal pain. A peritoneal effluent fluid culture and cell count were collected, and the patient was formally admitted. The patient was diagnosed with peritonitis and was treated with intraperitoneal (ip) antibiotics (drugs, dosages, frequencies, durations not provided). The patient¿s peritoneal effluent culture result returned negative for growth; however, the patient¿s antibiotics were continued due to her abdominal pain. The patient was discharged on (B)(6) 2025 and is recovering from the serious adverse events. The patient stated she continued undergoing ccpd while hospitalized and resumed ccpd therapy at home utilizing the same liberty select cycler without any issues. The patient stated the cause of the peritonitis is unknown. Per the patient, she did not experience any fresenius product(s) and/or device(s) deficiency or malfunction.

Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: a temporal relationship exists between ccpd therapy utilizing the liberty select cycler, liberty cycler set and the serious adverse event of peritonitis, characterized by abdominal pain, which required hospitalization and antibiotic therapy. The etiology of the serious adverse events is unknown; therefore, causality could not firmly be established. However, the patient did not report experiencing any fresenius device(s) and/or product(s) issues. Esrd patients undergoing pd therapy (manual or cycler based) for rrt are at high risk for infections of the peritoneum. It should be noted that the lack of clinical follow-up precluded a more comprehensive investigation. Based on the information available, the liberty select cycler and liberty cycler set can be disassociated from the serious adverse events. There is no allegation or objective evidence indicating the patient¿s fresenius device(s) and/or product(s) caused or contributed to the serious adverse events. Furthermore, there was no report that a fresenius device(s) and/or product(s) failed to meet the users¿ expectations and/or manufacturer specifications.